Manufacturer narrative:
Film evaluation summary: the reported difficult to position the valiant captiva stent graft could not be confirmed of the films received, therefore a cause of this event could not be determined. The reported perforation of the left iliac artery was confirmed. Procedural angiograms showing the attempted delivery of the valiant captivia and subsequent perforation were not received for a thorough analysis of the event. The left iliac artery was not noted to be overtly tortuous or calcified but the reported cause of the narrowness of the artery likely contributed to the reported events, but this could not be fully confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a valiant captivia stent graft was intended to be implanted to treat a 70mm aortic dissection in the descending aorta. The vamf3434c200te was expected to connect the previously implanted 3434300 stent. When inserting vamf3434c200te, it was noted that resistance was encountered at the iliac external starting point, preventing the stent from passing through, which led to the withdrawal of the stent. Subsequently, the iliac artery ruptured after two attempts at di lation with a peripheral balloon were performed. The thoracic aortic stent-graft implantation was abandoned, and two peripheral stent-grafts were implanted instead. Future treatment, potentially involving thoracotomy, is planned according to the patient's wishes. Per the physician the cause of event was anatomy and a narrowing at the iliac artery access.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received with the external slider in the home position. Deformation was evident to the proximal graft cover, immediately distal to the strain relief. A bend and deformation were evident to the taper tip. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.